Event description:
It was observed that during the device evaluation, that the adhesive on the subject device around the light guide lens and objective lens was found worn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that component failure as a result of prolonged fatigue ultimately led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.